Event description:
It was reported that multiple cartridges did not fit on the pump. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.